Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of vomiting with loss of consciousness resulting in death as the patient had just completed treatment and been disconnected from the cycler a short time prior to the event. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for the treatment that was completed prior to this event occurring. Although the cause of death is unknown, patients with end stage renal disease (esrd) have mortality rates 30 times higher than the general population with cardiovascular disease as the major cause of death. Long-term survival remains poor in these patients, with only 11% of peritoneal dialysis patients surviving past 10 years. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s adverse event resulting in death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient who patient passed away. Additional information was obtained through follow-up with the patient¿s pdrn. The patient was in treatment on (B)(6) 2021. Patient¿s daughter went to his home on the morning of (B)(6) 2022 to disconnect patient from the liberty select cycler as daughter normally does each day. Shortly after disconnecting, the patient began vomiting and lost consciousness. 911 was called and the patient was transported to the hospital where the patient passed away. No additional information is available. The cause of death is unknown.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient who patient passed away. Additional information was obtained through follow-up with the patient¿s pdrn. The patient was in treatment on (B)(6) 2021. Patient¿s daughter went to his home on the morning of (B)(6) 2022 to disconnect patient from the liberty select cycler as daughter normally does each day. Shortly after disconnecting, the patient began vomiting and lost consciousness. 911 was called and the patient was transported to the hospital where the patient passed away. No additional information is available. The cause of death is unknown.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient who patient passed away. Additional information was obtained through follow-up with the patient¿s pdrn. The patient was in treatment on (B)(6) 2021. Patient¿s daughter went to his home on the morning of (B)(6) 2022 to disconnect patient from the liberty select cycler as daughter normally does each day. Shortly after disconnecting, the patient began vomiting and lost consciousness. 911 was called and the patient was transported to the hospital where the patient passed away. No additional information is available. The cause of death is unknown. The cycler is available to be returned to manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical inspection a visual inspection of the returned cycler exterior showed no signs of physical damage. The catch-post hipot test passed. The patient hipot test passed.the current leakage test passed. An (as-received) 7500ml treatment-based ccpd simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The patient pressure sensor calibration check passed. An internal visual inspection of the returned cycler was performed and found no discrepancies.a review of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.